Event description:
It was reported that a malfunction occurred on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue since the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues recurred.